Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline power fault on the controller and then a controller fault, as well as a yellow wrench alarm. The patient performed a controller exchange while talking over the phone. The alarms resolved when the controller was exchanged. The controller was alarming with the controller fault on interrogation. Technical services reviewed the log file and confirmed a driveline power fault on (B)(6) 2020, which appeared to have occurred because one of the controller¿s fuses opened.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault and controller fault alarms associated with an open fuse b was confirmed and reproduced during the analysis of the returned system controller serial number (B)(6) (backup battery gt274171). The returned controller was connected to a test pump and a test power module/system monitor. The system-initiated operation at the set speed with driveline power fault and controller fault alarms active. The review of the system controller information screen on the system monitor confirmed the fuse b fail status. Visual inspection of the driveline connector was unremarkable. The system controller was disassembled, and the fuse b was confirmed to be open and it was replaced. After the fuse was replaced, the system controller was reconnected to the test equipment. The system operated at the desired set speed with no active alarms. A full functional test was performed, and the system controller passed all test steps. The analysis of the system controller serial number (B)(6) revealed that the root cause for the driveline power fault/controller fault alarms was a damaged fuse. However, the root cause of the fuse failure was not conclusively determined through this analysis. Incidental findings included a an electrically damaged (open circuit) fuse f7. The heartmate 3 patient handbook (rev. C, section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller,") addresses the proper steps for connecting the driveline to the system controller. The heartmate 3 patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) addresses all alarm conditions, including controller fault and driveline power fault alarms, and what actions to take when they occur. The heartmate 3 patient handbook (rev. C section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. System controller serial number (B)(6) was shipped to the customer on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.